Event description:
It was reported to boston scientific corporation that a pinnacle implant and a obtryx implant were implanted into the patient on (B)(6) 2011. The patient experienced complications and further surgery. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; pain inter; diff bowel; incont not pres; aggrav incont; boston scientific received an additional information on july 7, 2022 as follows: note: this manufacturer report pertains to the first of two devices used during the same procedure. It was reported to boston scientific corporation that an obtryx system was implanted into the patient during a mid-urethral sling, anterior vaginal wall repair with sacrospinous fixation procedure performed on (B)(6) 2011 for the treatment of grade 3 - prolapse and stress urinary incontinence. During the same procedure, a transobturator tape (tot) was implanted after making a midurethral-level incision in the vaginal mucosa and dissecting both sides of the inferior pubic rami. After that, the vaginal mucosa was closed. Additionally, the right side of the vault mucosa was incised, the sacrospinous ligament was dissected, and the fixation was completed using a capio and an absorbable suture and the mucosa was then closed. Reportedly, the patient experienced complications following the procedure. Back pain, vaginal pain, pelvic pain, groin pain, thigh pain, dyspareunia, constipation, and aggravated/new urinary incontinence are among the symptoms of the patient.

Manufacturer narrative:
Block a1: (B)(6). Block b3 date of event: date of event was approximated to (B)(6) 2011, implant procedure date, as no event date was reported. Block h6: patient codes e1405 and e2330 capture the reportable events of dyspareunia and pain. Impact code f12 has been used in the light of this patient had filed a legal claim for an unspecified personal injury related to the device. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the complainant indicated that the device is not available for return; therefore, analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(6). The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The upn provided was chosen as a representative upn to capture the implanted device. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a pinnacle implant and a obtryx implant were implanted into the patient on (B)(6) 2011. The patient experienced complications and further surgery. Patient symptoms include: back pain; vaginal pain; pelvic pain; groin pain; pain inter; diff bowel; incont not pres; aggrav incont.